Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the empty reservoir three years ago around christmas was ¿turned off¿ during the holidays due to lack of personnel and staff during the holidays and the medication had to be ordered to be put in staff during the holiday and the staff didn¿t know the pump was going to go off at christmas. The steps taken to resolve the empty reservoir was reported as unknown however per the patient the pump was turned off, later that evening the patient couldn¿t think of the words to communicated and was unable to speak for an hour and it was frightening. The pump was refilled after the holidays by the healthcare providers office. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving infumorph at an unknown dose and concentration (it was thought the concentration was 60 mg) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump ran empty three years ago around christmas and the hcp did not have time to order the medication. It was noted the patient had to go without medication and was able to do it, but the patient had a funny reaction to it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.